Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
A revision surgery was planned to be performed on (B)(6) 2024, using the blueprint planning feature (case ID: (B)(6)). The patient was revised due to a fall that knocked the baseplate loose.